Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - powerled 300. It was stated, that three bolts snapped off, one was loose. There was no injury reported, however, we decided to report the issue in abundance of caution as loose screws holding the device configuration may lead to the device detachment and serious injury. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. It is unknown if claimed device was or was not being used for patient treatment or diagnosis when the event took place. Root cause analysis was performed by subject matter experts at the manufacturer. As they stated, it was reported that screws, that connect the light head fork to the frame, sheared off. According to the information provided the beam was partially detached from the frame and a screw was still connected to the frame. A progressive loosening of a screw or an excessive effort applied on the light head probably led to the rupture of the screw. To prevent the loosening and then rupture of the screws, the production assembly procedure "gom 5344" indicates to use loctite 243 threadlocker on the 3 fixing screws. The powerled instruction for use IFU 01581 mentions to check the integrity of the device performing, by trained personnel, daily visual and functional inspections to ensure that the product used is compliant. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Event description:
Getinge became aware of an issue with one of surgical lights - powerled 300. It was stated, that three bolts snapped off, one was loose. There was no injury reported, however, we decided to report the issue in abundance of caution as loose screws holding the device configuration may lead to the device detachment and serious injury.

Manufacturer narrative:
(B)(6). The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. Additional information will be provided following the conclusion of the investigation.